Event description:
This spontaneous case was received on (B)(4) 2014 from a physician's assistant via a company representative and concerns a (B)(4) female patient. The patient's medical history included anemia, cold sores, and anxiety. Concomitant medications included xanax (alprazolam), valtrex (valaciclovir). On (B)(4)2014, the patient started treatment with restylane l, in the form of hyaluronic acid and lidocaine 1 ml injection, in the lips, once for cosmetic use. The batch number used was 12773. Expiration date was listed as (B)(6) 2016. A few hours later, the patient immediately experienced "angioedema" which involved "severe and persistent swelling" in her lips. A cold pack was used that to help with the swelling. The patient also took valtrex "prophylactically" due to her history of cold sores. On (B)(6) 2014, advil (ibuprofen) and benadryl (diphenhydramine) were recommended for the swelling and a medrol dosepak (methylprednisone) was prescribed because the patient's lips were "very swollen" and the "swelling was worse". On (B)(6) 2014, the patient started the medrol dosepak. The medrol therapy is reported to be completed. On (B)(6) 2014, the reporter spoke with the patient and the lip swelling had improved. The reporter did not provide a causality assessment. No further information was available at the time of this report. Additional information has been requested.